Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported by the patient that they had their entire system explanted some time back. Investigation was unable to determine further information.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. During processing of this complaint, attempts were made to obtain complete patient information.